Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise was observed on the right atrial (ra) lead. The physician suspected lead damage to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.